Event description:
It was reported that the patients trial procedure was aborted due to inability to provide feedback and respond to physicians request to move left leg. The patient was not moving leg due to sedation and trouble breathing. The patient is currently doing well and the trial lead was discarded per hospital policy.